Manufacturer narrative:
An olympus representative advised the customer to manually reprocess the scopes and on troubleshooting steps. No further issues were detected during troubleshooting. An olympus field service engineer (fse) was then dispatched to service the device. The fse found the sensor covers cracked and not in correct locations. The fse also found one grey connector was damaged and reinserted without the spring. The fse replaced the water sensor covers and the grey connector. The equipment was repaired and verified per the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the gray connector of the endoscope reprocessor detached. It was initially reported the endoscope reprocessor displayed an e05 "cleaning fluid level is too high" error three times. The customer reported they checked the top and bottom covers to the tub fluid level sensor and advised they were properly attached with no damage. The customer then reported there was a loose spring in the device and the gray scope connector came off while removing the scopes. The customer did not reprocess any scopes after seeing the spring and the detached gray connector. This medwatch report is being submitted for the detached gray connector. There was no patient involvement or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Based on the results of the investigation, it is likely the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.¿